Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 285 mg/dl. Customer treated with manual injection. Troubleshooting was performed and it was observed that the rewind message occurred after an alarm/alert. The insulin pump will return for the analysis.

Manufacturer narrative:
Device alarmed motor error during the basic occlusion test due to loose or protruded drive support disk. Unable to perform operating basic occlusion test, occlusion test, prime test, excessive no delivery test or verify compromised force sensor system alarm due to motor error alarm. Device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, stained address number label and stained end cap sticker.